Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the haptic was observed to be damaged. The lens was explanted and exchanged; however, no back-up lens was immediately available resulting in a delay to surgery. The patient returned to surgery later the same day and underwent successful implantation of the iol. The healthcare facility confirms that there was no harm to the patient; however, reports that there is some corneal oedema present post-operatively. The device has not been returned to rayner. The additional information received identifies that there was resistance and "felt awkward" prior to the lens being delivered in a damaged condition. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Per the IFU, injection should have been discontinued at the point resistance occurred. This is a likely contributory/causative factor to lens damaage. Our review of production records for the rayone aspheric rao600c batch 065273181 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
On 26th august 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the haptic was damaged following implantation into the eye necessitating lens explantation.